Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a loose conductor wire. The procedure was completed with no reported injury. On 07/18/2025, the following additional information was obtained: the clinical sales representative clarified that the instrument was returned for a broken cable instead of a loose cable.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The instrument was found to have a frayed grip cable. Issues related to instrument errors or complications reported by the user, without any underlying product defect, may be attributed to factors such as product misuse or recognition errors. The instrument had a frayed grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.